Event description:
It was reported that when the patient presented to clinic, non-sustained rv oversensing was observed. Upon review of strips, myopotential oversensing was suspected. Oversensing was reproduced with coughing, and deep breaths. Programming change was made and no oversensing was seen. Patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).